Event description:
It was reported that the pressure reading values were incorrectly. The failure occurred during treatment. There was no pump stop due to the reading issue. The cardiohelp device was replaced, as the customer had no spare hls cable. No harm to any person has been reported. As the cardiohelp device was replaced during treatment, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the pressure reading values were incorrectly. The failure occurred during treatment. There was no pump stop due to the reading issue. The cardiohelp device was replaced, as the customer had no spare hls cable. No harm to any person has been reported. As the cardiohelp device was replaced during treatment, a report is required. A getinge field service technician (fst) was sent for investigation. The hls cable was replaced. There was no visible damage on the cable. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pump stop was logged on the date of event. A similar failure was investigated by getinge life cycle engineering (lce) on 2022-11-02. The nature of the error could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which is originated from external force. According to the risk analysis following root causes can also lead to the reported failure:- a mechanical damage e.g. Due to too high forces during connection/ disconnection of the cable - broken fiber inside the cable. Referring to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2025-03-20 for the period of 2017-06-22 to 2025-03-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-06-22. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "pressure reading incorrect" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.